Event description:
It was reported that while using the bd bbl¿ cdc anaerobe 5% sheep blood agar that there was a missing label. The following information was provided by the initial reporter: quantity received and quantity affected: 8 cs received; 1 cs affected (total of 9 sleeves missing label). Was this issue involving patient or nonpatient samples? Nonpatient. Was there any patient impact? No. If consumable is tested on bd instrumentation, list serial numbers: (B)(6) lot # 3024523 customer states product was missing label.

Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3024523 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3024523. Retention samples from batch 3024523 were not available for inspection. Three photos were received for investigation. One photo features a sleeve label from batch 3024523. Another photo shows a carton label from batch 3024523 (carton 0058). The last photo shows an opened 100 pack carton with one sleeve with a label from batch 3024523 and the other nine sleeves without visible sleeve labels removed from the carton. No return samples were received for investigation. The manufacturing process was reviewed for this investigation and there have been no changes to the sleeve label or labeling process for this product. Review of the manufacturing records for this batch did not find any deviations or interventions during the manufacturing process to indicate mechanical failures of the labeling process. This product is packaged into sleeves and labeled via an automated process. Due to the mechanical nature of the labeling process, bd cannot guarantee that there will be no missing sleeve labels in any batch of this product. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed by the photos provided. Complaint trending data has not identified a complaint trend for sleeve labeling issues. Complaint trending is performed by monthly statistical analysis of complaint data and trends are identified by defect per bd procedures. This allows bd to identify comprehensively possible issues of the manufacturing process. Bd acknowledges the complaints from lifenet health for missing sleeve labels. However, no complaint trend for labeling defects has been identified per bd procedures. Bd will continue to trend complaints for labeling defects.

Manufacturer narrative:
D.3 common device name: culture media, non-selective and non-differential. E.6: initial reporter e-mail: (B)(6). E.7 initial reporter addr 1:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ cdc anaerobe 5% sheep blood agar that there was a mssing label. The following information was provided by the initial reporter: quantity received and quantity affected: 8 cs received; 1 cs affected (total of 9 sleeves missing label) was this issue involving patient or nonpatient samples? Nonpatient was there any patient impact? No if consumable is tested on bd instrumentation, list serial numbers: (B)(4) lot # 3024523 customer states product was missing label.